Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned to mmdg, no investigation could be performed. A DHR review was conducted, and no non-conformances were found.

Event description:
The initial reporter stated that the pumps auxiliary alarm was not working. The initial reporter also stated that this occurred during testing, and therefore, there was no affect to a patient. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. During the device evaluation the pump was found to have a failed component. Due to this failed component, the pumps auxiliary alarm was not functioning correctly. A DHR review was conducted, and no non-conformances were found. The device was repaired and returned to the complainant.

Event description:
The initial reporter stated that the pumps auxiliary alarm was not working. The initial reporter also stated that this occurred during testing, and therefore, there was no affect to a patient. (B)(4).